Manufacturer narrative:
Follow-up #1: date of submission 04/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box revealed multiple occlusion alarms. The returned battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully completed with the pump with no warnings. The force sensor was found to be within calibration. Occlusion alarms were simulated and the pump gave the correct visible and audible alarm. The pump case was removed; the force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).